Event description:
Revision of optetrak tibial insert, posterior stabilized due to implant fracture. It was reported that during the primary surgery, the surgeon was unable to seat the insert and placed it without impacting it. The pt was revised one week post operatively. This event took place outside the united states, in (B)(6).

Manufacturer narrative:
Engineering eval pending return of the device.